Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap; the battery cap attached securely to the pump. The battery cap contact height and width measurements were found to be within specification. No evidence of contamination was found inside the battery compartment. During investigation, the pump powered on with audible tone and vibratory alarms functional. The pump was exercised for 24 hours with no power loss or pump reboots occurring. The pump was opened and no evidence of moisture or damage was found. The complaint of intermittent power was shown in the history but was not duplicated or confirmed during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.